Event description:
It has been reported that the bd phaseal optima injector (n35-o) has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: material no.: 515052, batch no.: unknown. It was reported that a stream of fluid was released from the membrane of the n35-o. Approximately 5 sample units of the phaseal optima injector (n35-o) were left with the customer for evaluation after sales visit on 28 may 2019 by sales rep. After the sales rep left, the customer was doing a table top trial of the product with non-hazardous drugs. Customer stated that they opened the n35-o, attached it to a syringe and withdrew fluid from a vial. The n35-o was disconnected from the vial protector and the plunger on the syringe was pressed. When they pressed on the syringe plunger, a stream of fluid was released from the membrane of the n35-o. The customer described it "as if the membrane didn't heal." The fluid appeared to be the same fluid (based on color, viscosity) as the fluid in the syringe. The customer stated that the injector had only been connected 1 time after opening. The customer also verified that the product was not expired (lot number was not recorded). This was repeated on another injector with the same result.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident and root cause could be determined. A device history review could not be completed as no batch number was provided. H3 other text : see section h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd phaseal optima injector (n35-o) has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: material no.: 515052, batch no.: unknown. It was reported that a stream of fluid was released from the membrane of the n35-o. Approximately 5 sample units of the phaseal optima injector (n35-o) were left with the customer for evaluation after sales visit on 28 may 2019 by sales rep. After the sales rep left, the customer was doing a table top trial of the product with non-hazardous drugs. Customer stated that they opened the n35-o, attached it to a syringe and withdrew fluid from a vial. The n35-o was disconnected from the vial protector and the plunger on the syringe was pressed. When they pressed on the syringe plunger, a stream of fluid was released from the membrane of the n35-o. The customer described it "as if the membrane didn't heal." The fluid appeared to be the same fluid (based on color, viscosity) as the fluid in the syringe. The customer stated that the injector had only been connected 1 time after opening. The customer also verified that the product was not expired (lot number was not recorded). This was repeated on another injector with the same result.